Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared. Customer¿s blood glucose level (bg) was 170-439 mg/dl. Reportedly, customer was admitted to the hospital. The customer received intravenous fluids of saline and insulin and glucose to address elevated bg level. Reportedly, the customer was released on (B)(6) 2023, with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.